Event description:
Caller reported that the cartridge was not fitting properly on the pump, with the issue described as the cartridge not fully snapping into place. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to inspect and clean the pneumatic tap area, remove an o-ring, and attempt to reload the original cartridge, which was successfully done, allowing the caller to resume insulin therapy.